Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the screen froze while the device was on the patient. The device was turned off and rebooted, but the screen froze again. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 15nov2018. Philip's international service technician could not confirm the reported issue. There was no record of errors and no abnormality in the unit. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.